Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent total knee arthroplasty (B)(6) 2010. Subsequently, a revision procedure was performed (B)(6) 2013 due to a collapsed tibia. The tibia plate and bearing were removed and replaced.

Manufacturer narrative:
Examination of returned device was inconclusive as to the cause of the reported event.